Manufacturer narrative:
It was reported that the diss air filter was leaked. Our field service engineer (fse) cleaned the air filter and refitted. After cleaning, the ventilator was working properly. No part has been replaced. The leaked air filter was not a getinge product. The air filter is located between the compressor and the ventilator. A leaking air filter causes insufficient air supply to the ventilator and alarms for low air supply pressure and high o2 concentration are generated. The root cause for the leakage could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the air filter of the ventilator was leaking. There was no patient involvement. Manufacturer's ref #: (B)(4).